Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced stopper deformation, and an insecure stopper. The following information was provided by the initial reporter: black stopper deformed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced stopper deformation, and an insecure stopper. The following information was provided by the initial reporter: black stopper deformed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-15. H6: investigation summary one sample and photos received for investigation. Upon visual inspection, it can be observed the stopper is not correctly assembled. No other defects can be seen in the syringe. The syringe is misassembled an no molding defects can be observed that could lead to the bad assembly of the stopper into the plunger. A device history review was performed for reported lot 2108085, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced stopper deformation, and an insecure stopper. The following information was provided by the initial reporter: black stopper deformed.